Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The mother reported via phone call that the customer experienced low blood glucose. Customer's blood glucose declined to 39 mg/dl. The mother was also educated on programming the insulin pump. The mother stated the customer's blood glucose was normal at the end of the call.